Event description:
It was reported that a technician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after deploying the clip, the device was difficult to remove. In accordance with the instructions for use, a dilator was inserted into the access ports and the device was removed successfully. Hemostasis was achieved with the clip. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4): the customer reported the device was discarded. The lot number was provided. Review of the device lot history record did not produce any findings relevant to this report.